Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited high pacing impedance. Eight months later during a device check, noise was noted with any movement and impedance was high. If the patient was resting, there was no noise and the impedance was within normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.